Manufacturer narrative:
The cause of the discrepancy between two different methodologies on different instrument systems is unknown. Confirmation was not possible as samples were not provided for siemens investigation. Therefore the complaint could not be confirmed internally and so this report is solely based on the limited data provided by the customer. Customers are instructed in the cs-2000i/2100i evaluation and check algorithm documentation that the analysis time over flag means that sample analysis is not completed within the normal detection time. They are further instructed to check the sample for possible anticoagulant contamination, hemolysis, lipemia, etc. And to verify delivery of sample and reagent. The instrument and reagent are performing within specifications. No further evaluation of the devices is required.

Event description:
The customer questioned elevated prothrombin time (pt-inr) results on a patient sample run with the dade innovin reagent on the cs-2100i instrument. Lower results were obtained on an alternate non-siemens methodology on an alternate, non-siemens instrument . There is no indication that patient treatment was altered or prescribed on the basis of the difference in results on the different methodologies. There is no indication of adverse health consequences to the patient on the basis of the difference in results on the different methodologies